Event description:
The customer reported that following a diagnostic cathetrization procedure in 2000, a vasoseal vhd was deployed. Several days post deployment, the pt presented complaining of groin discomfort. The pt was afebrile. A needle aspiration of the swollen groin produced pus. The pt was sent to surgery and an incision and drainage of the site was performed. No further complications were reported.